Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient experienced significant bleeding from the repositioning sheath. Sheath mismatch from peel away to the repositioning sheath and there was still an issue with bleeding. It was only a slight ooze when patient was leaving the cath lab. Staff had perclose placed and left in and fellow over night tightened perclose in ccu, but was still was bleeding significantly. Staff applied manual pressure. Representative stated there were unknown number of blood products given and a massive transfusion protocol was initiated. Patient expired after 6.23 hours of support. Death is unrelated to the impella.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the access site bleeding was patient condition related because the patient was coagulopathic in shock, and was not escalation candidate. This report is being filed as part of a retrospective review of historical records.